Event description:
Heartmate 3 lvad(left ventricular assist device) patent required synchronized cardioversion using a stryker, lifepak 15 defibrillator. Patient was in af with rvr(atrial fibrillation with rapid ventricular response). When using the ECG(electrocardiogram) skin leads to connect the patient to the defibrillator,, excessive artifact was seen in all ECG skin leads. This prevented the ECG wave to be identified in order to perform a synch cv(cardioversion). Electrodes and leads were changed with no change. An ECG slave cable used to move the ECG from the bedside monitor into the lp 15 defibrillator and this produced a clean ECG adequate for synch cv. Patient was successfully converted to sinus rhythm. This happened with 3 additional, individual lvad patients.